Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart. A cold reset was performed error test error test and displacement test or verify unexpected restart. A cold reset was performed error test, external ram crc error alarms or low battery alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump received external ram crc error and an unexpected restart and the insulin pump was not working. The customer¿s blood glucose level was unknown. The customer reported that there was a black circle on the screen. Customer reports they were able to clear the alarm. Customer was able to complete rewind the insulin pump. The device will be returned for analysis.